Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, single port (sp) 6mm monopolar cautery instrument had a crack in distal tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 6mm single port (sp) monopolar cautery instrument for failure analysis investigation. The instrument was analyzed and was found to have a cracked tube adapter at the distal end. Additional observation not reported by site that is related to the primary failure: the instrument was found to have a broken electrical contact at the distal end. A piece approximately 2.43mm x 0.73mm in size was missing and not returned with the instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to reprocessing. The instruments are inspected by the technician prior to sterilization. The reporter is unsure of instrument collision. There was nothing missing from the instrument and it just had a crack on the distal tip. The reporter is unsure if the instrument has been returned to isi for evaluation.

Event description:
Refer to h10/h11 for follow-up information.